Manufacturer narrative:
A visual examination of the returned used device, item c6362, found the suture hook, 60 degree right broke off, from the suture hook body at the weld location. Both pieces of the device including the broken suture hook was returned for the evaluation. Examination was performed per design print and procedure. However, the broken surface shows fatigue failure of the metal due to mix fractured and worn portions. This suspected failure is user related, due to significant lateral load applied during use. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user of hte following: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instrument or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported an issue with the spectrum ii suture hook, 60 degree right, item # c6362, lot # 951862, that occurred (B)(6) 2019 during an arthroscopic latarjet procedure involving a female patient. It was reported that it was necessary to reattach the capsule. In trying to catch it, the end of the hook (curved needle) broke from his rod and remained in the patient. It was necessary to recover the needle with a prehensive clamp." It is indicated that there was no impact or injury to the patient and the procedure was successfully completed with no reported delay by using another hook. Additional information obtained clarified that the issue occurred at the beginning of the surgery, however it is unknown how long the device had been used in the procedure before it broke. It was reported that the end of the hook didn't hit anything, it was used to cross the articular capsule to attach it when the curved needle broke off. All (both) the pieces of the device were removed, and no fragment remained in the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.